Event description:
The patient experienced a shocking or jolting sensation at the neurostimulator site which occurred once on sunday and then again yesterday. There was no known accident or incident related to the event. Palpation did not cause any stimulation changes. The current device was in the pocket used by an earlier interstim device and was slightly loose. Lead impedance measurements were normal. The patient had a full revision in 2009, and was no longer experiencing shocking sensations. Further information was being requested from the healthcare professional.

Manufacturer narrative:
.